Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl. The customer had previously experienced similar cartridge alarms and had continued using the pump because of a vacation.